Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a dense side cut tag on left eye from 2 o¿clock - 4 o¿clock following corneal flap creation. The procedure was completed and bandage contact lens was placed on the eye. Additional information requested.

Manufacturer narrative:
There was no information provided to indicate a non-conformance of the surgical system, which could have contributed to the reported event. There was no equipment replacement. All surgical systems are verified to meet specifications after servicing in accordance with the applicable service test procedure (stp). The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).